Event description:
The lead and generator were received by the manufacturer and analysis has been completed on both the lead and the generator. The lead underwent product analysis and the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. There is no evidence to suggest an anomaly with the returned portions of the device. The generator underwent product analysis and it was determined that the device had reached an end of service condition as the result of normal, expected battery depletion. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. No other relevant information has been received to date.

Event description:
It was reported that this patient passed away and an autopsy was performed. Multiple attempts for relevant information were made, but no information has been received to date. The device has not been received by the manufacturer to date.